Event description:
It was reported there was a patient with site infection after acl surgery.

Manufacturer narrative:
Device is not being returned for evaluation. Due to the nature of the complaint a review of the sterility records for this lot was performed which confirmed that the product was sterilized per the standard terminal sterilization process. All parameters of the sterilization cycle conformed to the validated parameters. Based on the device sterilization report, it cannot be concluded that the source of the infection is device related, and therefore the root cause remains unknown. No further assessment can be performed at this time.

Manufacturer narrative:
Additional information added. Type of reportable event corrected.